Manufacturer narrative:
The date of event and therapy date was sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the empty bag of the continuous ambulatory peritoneal dialysis (capd) y-set was damaged. The bag was folded together and when it was separated, there was a hole noted in it. This was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Clarification received on 07 september, 2016: if the user tried to separate the product, the product would become damaged. Once separated, it would lead into a hole. There was no confirmed hole or any visible defective problem. Specifically, it was reported that the empty bag was folded together and if they tried to separate it, the bag would become damaged. Clarification received on 08 september 2016: it was reported that two samples were to be returned but only one sample was returned. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.